Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that guided implant placement of the implants at tooth sites #5 and #6 occurred in (B)(6). The patient called the doctor stating that the implant felt like it was coming out. The patient cannot take antibiotics due to severe stomach issues. The patient was seen and the doctor removed the implant at tooth site #6 with fingers. The implant at tooth site #5 seems fine via radiograph and according to the patient. The implant was removed due to infection. Symptoms as a result of the event: inflammation and pain.